Manufacturer narrative:
Additional information: h4: the lot was manufactured june 9-11, 2025. H11: the device and a photograph of the sample were received for evaluation. Visual inspection of the photograph identified a black particle on the tubing. Visual inspection of the actual device noted two black particles embedded in the material of the tubing line. The particles were molded within the material of the tubing line and were not in the fluid path. The particles were identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the material of the tubing line. Fragment of burnt pvc (black particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. The reported condition was verified. The cause of the condition is related to manufacturing. However, the embedded particles are unlikely to cause harm and does not impact the sterile pathway. The particles outside of the fluid path do not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a black particle in the tube; the foreign particle was described as "a black grain or lint". This was observed during preparation of chemotherapy drug; however, the device was only filled with sodium chloride from an infusion bag (no black membrane had been punctured) when the black particle was detected. There was no patient involvement. No additional information is available.